Event description:
It was reported that the lead exhibited high out of range high voltage lead impedance measurement. The patient was going to be scheduled fro an in clinic follow up. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).